Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose at the level of 430 mg/dl. Customer declined troubleshooting for high blood glucose. Customer current blood glucose is 342 mg/dl. Device is expected to be returned for analysis

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly.